Manufacturer narrative:
Investigation summary: bd received one video for investigation. The video was reviewed, which demonstrated the use of a single btd device with four different blood collection tubes. The btd device was able to dispense blood effectively into all four types of collection tubes, either through vacuum mode or with manual assistance. Additionally, 12 retention samples from bd inventory were tested for sleeve assembly and leakage and no issues were observed relating to insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® blood transfer device for validation, insufficient blood flow was seen with 40 units. No adverse impact was reported regarding the patient or user.